Manufacturer narrative:
There are 7 related reports for this event. Please see the following report with patient identifiers: (B)(6). A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. Although the incorrect reprocessing was due to not changing the water filter of the aer, a definitive root cause of the water filter not being changed could not be identified. The subject event can be detected and prevented by implementing in accordance with the below instruction for use (IFU). Reprocessing manual chapter 1 section 3 precautions, warning: failure to properly clean and high-level disinfect or sterilize endoscopic equipment after each examination can compromise patient safety. To minimize the risk of transmitting diseases from one patient to another, after each examination the endoscope must undergo thorough manual cleaning followed by high-level disinfection or sterilization. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported the evis colonovideoscope was reprocessed incorrectly. The scope was reprocessed in an olympus oer-4 automatic endoscope reprocessor (aer) when the water filter had not been changed since (B)(6) 2019. Also, when reprocessing the scope, the oer-4 displayed an e01 error message. There was no reported patient harm or impact due to this event.